Event description:
Complainant alleged that while attempting to defibrillate a (B) (6)-year-old, male patient, the device displayed a "poor pad contact" message. The electrodes were checked for proper adherence to the patient, and the cable connections were checked to the device, and the device continued to display a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.